Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer solved the problem by replacing the plumbicon tube (B)(4).

Event description:
The customer reported that, on both monitors and after sending images in pacs, the recording is completely blurred and not evaluable.